Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported the implant was not doing what the patient wanted it to. The doctor dismissed the patient and wouldn¿t help them. The doctor didn¿t put the battery where the patient wanted it and also dismissed the patient. The implant was on (B)(6) 2013 and the problems started then. There were no patient symptoms reported. The indication for use was non-malignant pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.